Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6)2022 . The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number:pc-(B)(4).

Event description:
It was reported that a patient underwent an paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium valve was broken, with bleed back. This occurred after 3 catheter insertions. The sheath was replaced and the issue was resolved. Additional information was received. The hemostatic valve dislodged inside the hub but not outside the hub. The brim cap/hub did not detach from the sheath. The sheath was used on the patient. Air entered the patient; however, there were no patient consequences or treatment required. The approximate volume of blood that was lost was 10ml. The event was assessed as MDR reportable for a hemostatic valve separation issue.

Manufacturer narrative:
It was reported that a patient underwent an paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The device evaluation was completed on 25-jan-2023. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve is placed in original place and broken in the star section. No dilator was returned, sem analysis was performed, concluding evidence of mechanical damage on the valve surface. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. An internal corrective action has been opened to reduce this failure mode. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 14-nov-2022. The catheter involved with the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was the pentaray catheter. There would have been both the pentaray f catheter and smart touch sf f catheter that were used through the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium in the case. Therefore, updated the d10. Concomitant medical products and therapy dates field. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).